Manufacturer narrative:
The suspect device was returned for evaluation. Based on the investigation, the leakage was due to the cracks on the female luers of the 3-way red stopcocks. The cracks likely occurred during product application when the female fitting was coupled with another component. This was likely due to overtightening when the stopcock was connected to another component during product setup/application. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges that a water leaked from the three-way stopcock connecting the syringe. Another one from the same lot was used instead, which worked without any problems. No patient injury.